Event description:
It was reported that the end of the device was shaved off.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. An eye loupe and camera were used to determine the scope has metal shavings missing from distal tip. The unit was evaluated by eye, with eye loupe, and under microscope. The distal tip has severe dents and fiber damage. The damage is severe enough to allow moisture into the scope when sterilized. The root cause was determined to be that the damage had occurred during use/handling by the customer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the end of the device was shaved off.